Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The xience alpine everolimus eluting coronary stent system (eecss), domestic, instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation determined the reported stent dislodgement appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. Pre-dilatation was performed with an unspecified balloon catheter. A 3.5 x 23 mm xience alpine stent delivery system was advanced to the lesion when it was noted that there was no stent on the balloon. The device was removed and a new xience alpine stent was successfully used to complete the procedure. The stent was found on the prep table on the stylet, in the protective sheath. There was no resistance noted when the protective sheath was removed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.